Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was recently admitted due to an increase in elevated lactate dehydrogenase (ldh). The lvad clinician did not see any power spikes with a (B)(6) ramp study. The patient was treated medically and numbers went down. A log file was reviewed by the technical service representative. The pump values and parameters were within normal limits and no unusual events were noted. No additional information was provided.